Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer stated error code 1006 and 1007 (unable to process test, activated read failure) were occurring on the architect analyzer. Replacing the lot of reaction vessels resolved the issue. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer contact reported, the patient received more medication than intended. At an unspecified time, the device was programmed to deliver potassium chloride 40meq/100ml, at a rate of 25ml/hr, for a duration of 4hrs, and the delivery was started. No further programming parameters were provided. At 1500, approximately 2 hours and 45 minutes after the delivery was started, the nurse went to the patient's room in response to an alarm condition. At that time, the nurse reported, the device was alarming for air in line, the container was empty and the display indicated 31ml remained to be delivered. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.